Manufacturer narrative:
On12-jan-2016, a field service engineer (fse) observed that the bent needle caused some leaking around the tubing connections. The customer replaced the needle, performed 2 drain flushes, verified the pump pressure and ran quality controls. The g8 was functioning as intended. No further action required by fse. The most probable cause of the reported event was a bent needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer called to report low pressure error, a leak, and a bent sample needle on her g8 analyzer. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.